Event description:
Device 2 of 4 : reference MFR. Report#: 1627487-2018-12611, 1627487-2018-12613, 1627487-2018-12614. It was reported that the patient¿s system was explanted on (B)(6) 2018. One frontal lead remains. It is unknown which lead is the frontal lead, therefore all 4 leads are being reported.

Event description:
Device 2 of 4: reference MFR. Report#: 1627487-2018-12611, 1627487-2018-12613, 1627487-2018-12614. It was reported that the patient underwent surgical intervention wherein the patient had their 4th lead explanted on (B)(6) 2019. All 4 leads are being reported as it is unknown which 3 leads were explanted on (B)(6) 2018 and which 1 lead was explanted on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2018-12611, 1627487-2018-12613, 1627487-2018-12614. It was reported that the stimulation is causing headaches for the patient¿s while in use. The patient declined reprogramming and surgical intervention may be taken at a later date to address the issue.

Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2018-12611, 1627487-2018-12613, 1627487-2018-12614.